Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 29mm 7300tfx mitral valve was explanted after an implant duration of 2 years, 2 months due to unknown reason. The explanted valve was replaced with a 31mm 11400m valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned through the implant patient registry that a 29mm 7300tfx mitral valve was explanted after an implant duration of 2 years, 2 months due to infection. The patient presented with right lower extremity numbness, persistent fatigue, night sweats and weight loss. The explanted valve was replaced with a 31mm 11400m valve. Per medical records received, the patient underwent redo-mvr with 31mm 11400m valve, and redo- avr with 23mm inspiris valve (2025-20604-02) with reconstruction of the intervalvular fibrosa with pericardium patch and root enlargement. The patient tolerated the procedure well with no immediate complications. Pathology report, showed mild pannus without acute inflammation and no vegetation. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b4 (date of this report). Updated section b5 (describe event or problem). Updated section g3 (date received by manufacturer). Updated section g6 (type of report). Updated section h2 (if follow-up, what type). H11: corrected data: per additional information received, the reintervention of the mitral valve was due to infection and was not due to a deficiency in the device. Based on this information, this event is no longer considered reportable and this correction is being submitted.